Event description:
The account alleged the cardio pulmonary resuscitation is not functioning. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.